Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on unknown date. The customer¿s blood glucose level was 410 mg/dl at time of incident. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported event. Customer stated that the auto mode feature was not active. The device will not be returned for analysis.